Event description:
Info received from our (B)(4) affiliate. A pt contacted our affiliate to report eye stinging and history of conjunctivitis. The pt mentioned that at some time in the past he/she developed "corneal ulcer and sty about twice." The pt did not provide additional info about these events. The pt was called for additional info and he/she refused to allow our firm to contact the treating eye care professional "because it is embarrassing if we contact the clinic where he works." The pt was currently wearing 1-day acuvue trueye (narafilcon a) contact lenses. The pt believed he/she may have been wearing 1-day acuvue moist contact lenses at the time he developed the corneal ulcers/styes. The pt reported that he/she had been wearing the lenses for more than one day due to working night shift. The pt was unable to confirm the number of corneal ulcers he/she reportedly developed and was unable to positively identify the brand of contact lenses he/she was wearing at the time of the reported injury. Because a corneal ulcer may or may not be a serious injury, this event is being reported as worst case.

Manufacturer narrative:
No product is available for eval. No lot numbers are available. No additional info is expected. If additional medical or product info is received, we will report it within 30 days of receipt. Reportable event trends are reviewed quarterly in executive management review meetings. Device not returned. No evaluation will be performed. No conclusion can be drawn.